Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the mildly calcified, 75% stenosed, de novo distal circumflex artery, the balance middleweight (bmw) elite guide wire was positioned but the unspecified balloon dilatation catheter (bdc) became stuck with the guide wire at the solder. The bdc was removed with some resistance as they had been stuck, while the guide wire remained in position. The same bmw elite guide wire was used with a second bdc but again the bdc became stuck during advancing; the two devices were removed together as a system from the anatomy. A different non-abbott guide wire was used with the same bdc and a stent was deployed, all without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.